Manufacturer narrative:
Concomitant medical product: product ID addr01 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.